Event description:
It was reported by a technician, a fissure was noticed during the upgrade of the cots' slide tube support. The fissure never lead to a functional disturbance nor was a patient impaired. There was no reported patient involvement or adverse consequences.